Event description:
It was reported that this inflatable penile prosthesis was no longer inflating. The device was explanted. No issues were identified with the device. All the components were replaced except reservoir. No patient complications were reported.